Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The complaint was verified. The accuracy test was out of specification which was caused by the position potentiometer. This is being monitored for trends and ca will be implemented if needed. The evaluation also showed many cracked and worn parts which is indicative of the device not being maintained properly by the customer. There was dried fluid ingression within the device. It was noted during the evaluation that the cases were chipped and cracked, the keypad was torn, the lcd was damaged, the slide and track assembly were chipped and cracked, and the syringe clamp was damaged. It was also noted that the tamper sticker was void.

Event description:
The reporter stated the device was not emptying the syringe. There was no pt injury or harm.